Event description:
During index procedure, a pacific plus pta catheter was used in inflow/outflow treatment in the pre-procedural angio of the ata, pta <(>&<)> peroneal arteries during the index procedure also. Approximately 9 months later, the patient underwent a tvr due to stenos is of the a.tib (ata) <(>&<)> tractus tibiofibularis. An unknown pta and unknown deb were used during the tvr. Investigator indicated the event was not related to the device or procedure. Patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of the dilated artery).